Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was displaying an "error-temperature" message, was locked and was displaying "000." The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 1.5 hours prior to the start of the alleged issue, he felt "lightheaded, agitated, dizzy, nauseated and sleepy. It is unclear if the patient associates these symptoms with high or low blood glucose. The patient reported on (B)(6) 2013 at 7:40am, the alleged error message first occurred. The patient reported using a combination of medications including "gavapten 600mg" 3 times a day and insulin on a sliding scale. The patient denied making any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 at 8am he self bolused 2.4 units of insulin. It is unclear if this treatment was part of the patient's normal routine or an additional bolus in response to the alleged issue. The cca was unable to assist the patient with troubleshooting since the patient did not have any testing supplies available at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because, the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:test strips- 1/17/2013.meter- 1/17/2013.